Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient's representative reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5.

Event description:
Patient's representative additionally reported against left side "capsules were double" and " developed arthritis and hashimotos" (non-device related).

Event description:
Patient's representative reported left side capsular contracture baker grade iii. Healthcare professional reported ¿arthritis and hashimoto's¿, ¿for a certain period before the removal of the implants, the patient felt strong pains in the breasts, there was asymmetry and when touched, irregularities were felt in both breasts¿, and ¿the capsules were double on both sides¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis: device photograph(s) for the device related to the reported event of double capsule, autoimmune/connective tissue-symptoms, arthritis-ndr reviewed on 10-mar-2023. Visual analysis of the photographs identified: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Autoimmune/connective tissue-symptoms: unable to confirm as it is a medical event not related to the device. Arthritis-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.